Manufacturer narrative:
The insulin pump powered up properly after battery installation. Pump was received with operating currents within spec. Pump passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed pump error and low battery alarms were triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to resistance issue at j6connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. Pump was received with minor scratches on lcd window.

Event description:
The customer reported via phone call that they experienced power system error. The customer's blood glucose value was 300 mg/dl. The customer stated that the power error recurred within a week of previous troubleshoot. The customer stated that the notification light did not stop flashing immediately. The product was returned for analysis.